Manufacturer narrative:
Date of event is estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A prostyle device was returned to abbott. Returned device analysis identified a needle tip separation and a suture separation. A device in this condition would not have achieved hemostasis. No further information was provided by the account.

Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The proximal portion of the posterior needle tip was separated. The separated portion of the posterior needle tip was not returned. The suture was also separated. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of any difficulty cannot be determined due to the condition of the device and insufficient information. The posterior needle tip shank appears to be mechanically cut, indicating difficulty during deployment. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.